Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the usb cable would not charge the pump battery properly without being held at a certain angle. A new cable was sent to the customer to resolve the issue. Customer¿s blood glucose level was 201 mg/dl..